Event description:
It was reported to philips that the "ECG graph is not coming." There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.